Event description:
During pre-dilatation of a cto in the om a perforation had occurred. It was tried to deliver the pk papyrus covered stent system in the lcx, but tightness in the 6f guiding catheter was felt, while having two buddy wires inside. During withdrawal the stent dislodged from delivery system. The covered stent was found stuck inside the guiding catheter. Another pk papyrus was deployed via a new guiding catheter. The procedure was successfully completed, and the patient was discharged home.

Manufacturer narrative:
Only the stent was returned and subjected to a detailed technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was located inside a fully functional hemostatic valve. The stent is slightly bent over its entire length but undamaged. The delivery system was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The utilization of numerous guidewires inside the guiding catheter may have contributed to the complaint event. It should be noted that the IFU advises the user to remove the delivery system and the guiding catheter as a single unit if resistance is encountered during removal of the delivery system. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.